Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow instructions provided in training and the user guide as well as on-screen prompts when completing the cartridge change process and failing to rewind the device, resulting in unintentional insulin delivery.

Event description:
On 9/9/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 9/7/24. On 9/9/24 a beta bionics customer care agent followed up with the user about the event. The user reported that their blood glucose (bg) dropped to 18 mg/dl, leading to a loss of consciousness and hospitalization on (B)(6) 2024. The event occurred after the user changed the cartridge in their ilet system without performing the rewind step, which caused insulin to be delivered, leading to the severe low. The user was taken to the hospital by a friend, remained unconscious for 3-4 hours, and was treated in the ER for about 4 hours. The user does not know what treatment was provided in the hospital but was released the following day and later reconnected to the ilet system.